Event description:
It was reported at the one-month follow-up, the patient was experie4ncing transient periods of confusion that were pre-esixting, but had increased in frequency. The patient was referred to the primary physician to rule out metabolic causes.